Manufacturer narrative:
This event will be updated should the rv lead be returned back from the field for analysis.

Event description:
It was reported that this lead was being explanted due to patient complications, such as infection. However, the lead broke during removal. It was noted that the lead embolized to the patient's lungs. It was also noted that the patient experienced a stroke. The lead was able to be removed after multiple attempts. A temporary wire was implanted whilst the infection clears. The lead is expected to be returned for analysis. No additional adverse patient effects were reported. Additional information provided from the field indicated the patient later passed away due to the complications involving the removal of the rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was being explanted due to patient complications, such as infection. However, the lead broke during removal. It was noted that the lead embolized to the patient's lungs. It was also noted that the patient experienced a stroke. The lead was able to be removed after multiple attempts. A temporary wire was implanted whilst the infection clears. The lead is expected to be returned for analysis. No additional adverse patient effects were reported. Additional information provided from the field indicated the patient later passed away due to the complications involving the removal of the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned heavily altered and separated into a few segments. The terminal pin had been pulled apart from the lead body and was not returned. Some of the conductors had also been cut, and others had been pulled and stretched to the point of fracture. A piece of the stylet was returned with the lead. Cuts, tears, and electro-cautery marks were also noted in the lead insulation. Blood/body fluid was observed in the lumen. An environmental stress crack was observed approximately 52 millimeters (mm) from the terminal pin and in the area that was likely correlated to the clavicle first-rib region. Coils were deformed in this area as well; however, an x-ray did not show any fractures with the coils. Residual tissue with calcification was noted on the lead tip and tines which likely contributed to the removal difficulty allegation. Analysis was unable to confirm the infection allegation made against the lead.